Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as june 11, 2015 in the supplemental report. The device manufacture date has been updated as january 22, 2013. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working and the blue power led was blinking . It was further discovered that the device would not charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.